Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one (1) used. List #21-7308-24, reservoir, cassette, 250ml, fs. As received no damage or anomalies were observed. In attempts to replicate clinical use the cassette was filled using an ICU medical provided syringe and then inserted into a cadd solis pump and primed for 10 ml. No difficulties filling, alarms or difficulty priming observed were observed. The complaint of blockage alarm cannot be replicated or confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that "when the operator used it with solis, a medical support rental product, the blockage alarm went off. The operator changed the cassette, but it didn't stop ringing. It seems that it could be used if solis was changed to legacy". This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-06311 for details pertinent to this event.